Event description:
Alaris model 8100 infusion pump over delivered medication (undetected freeflow) due to a mfg defect caused by a third party repair. Avante medical repaired the device and installed a bezel that was improperly manufactured causing it to come apart internally at the bezel screws allowing undetected free flow of IV fluid. Other devices serviced by same vendor show signs of same problem. All alaris 8100 devices serviced by avante that had bezel repair /replacement should be recalled immediately. Repaired by avante (aka pacific medical), (B)(4). FDA safety report ID# (B)(4).